Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked where the patient line connects to the cartridge. The user's blood glucose level was approximately 200 mg/dl at the time of the event. However, the user reported a bg level of 55 mg/dl as the user was "coming down with a cold". Two hours after the 55 mg/dl bg level, the user's bg level was at 240 mg/dl and trending downwards. Reportedly, the user continued to use the cartridge.